Manufacturer narrative:
Device evaluation: lens was returned in a micro-centrifuge vial with mositure on the lens. Visual inspection found no visible damage to the lens. (B)(4).

Manufacturer narrative:
Corrected data: method code 4110 added result code 213 added result code 114: previous code not applicable claim#: (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -14.0/+1.0/075 (sphere/cylinder/axis), in the patients left eye (os), on (B)(6) 2018. The lens was explanted on (B)(6) 2018 due to patient experienced mental sickness. Another icl lens was not implanted. The reporter indicated the event was due to patient related factor and was not product related.